Manufacturer narrative:
Initial.

Event description:
It was reported that after completing a supply change and disconnecting from the ilet for approximately ten minutes, the user¿s glucose began to rise, reaching 289 and later 341, with no leakage observed on either the previous tubing or the new infusion set, and the glucose trend subsequently declined to 167; device-related problem and component details were not identified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available and that there was insufficient information to identify a device problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.